Event description:
On (B)(6) 2012, the peritoneal dialysis nurse (pdrn) contacted baxter technical services to report that a patient had 'coded' while on the homechoice (hc). The pdrn stated the patient was connected and they didn't think the homechoice (hc) caused the patient to code, but they would like to get the hc checked out. Technical service representative (tsr) asked if the patient passed away; the pdrn stated 'no'. Tsr asked for clarification on what the pdrn meant by 'coded', the pdrn stated the patient's heart had stopped. Tsr explained he will swap the hc. Tsr asked the pdrn what was displayed on the homechoice screen when the patient coded. The pdrn stated that she wasn't sure as the hc was unplugged when she got there. Follow up from global pharmacovigilance was received on ((B)(4) 2012). On an unknown date, the patient began peritoneal dialysis (pd) using dianeal pd4 ambuflex 14l ip nightly. On (B)(6) 2012, the patient was hospitalized for hypokalemia and chronic renal failure. On that same date, while hospitalized, 5 meq/l of potassium chloride (kcl) was added to the dianeal pd4 ambuflex. On that same date, while hospitalized, the patient's 'heart stopped' and CPR was performed. On that same date, the patient was made dnr after CPR was successful and pd therapy was discontinued. On that same date, while hospitalized, the patient passed away from renal/cardiopulmonary failure. The events of hypokalemia, chronic renal failure and death were not related to the dianeal solution or the homechoice machine. No further information was requested.

Manufacturer narrative:
(B)(4). The patient passed away on (B)(4) 2012 of renal/cardiopulmonary failure. The device was returned for evaluation. A review of the logs revealed no failure or malfunction that could have caused or contributed to the reported difficulty. The pal evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. The reported issue with regards to the device was not confirmed. The assignable cause was undetermined. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the patient passing away.

Manufacturer narrative:
(B)(4). Baxter has requested the return of the device for evaluation. Should additional information become available, a follow-up report will be submitted.